Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. Was the device able to be fired? If yes, please confirm that the staples that were in "c form" shape were seen after the firing occurred. You have stated that "stapling did not occur", however, was this as a result of the staples not being delivered into tissue in a b form shape? You have stated that there was a "risk of not being able to close the patient's ileostomy", however, was this able to be done? Or does the patient have an ileostomy as a result of the issue that occurred with the device? Please confirm if there were any patient consequences.

Event description:
It was reported that during an ileostomy procedure, the staples were in c form. The stapling did not occur, and the physician replaced it by a competitive stapler. There was an extension of 2 hours in the surgical time, with a risk of not being able to close the patient's ileostomy. The device was discarded.